Event description:
Customer reported that the sample handler failed to pipette reagent into position a6 during an hcv assay and did not generate an error message. An investigation is in progress. No death or serious injury was associated with this event.